Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported driveline damage as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation as no product was returned. The patient was explanted on (B)(6) 2021. No product is available for investigation. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the heartmate ii instructions for use (IFU), as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The relevant sections of the device history record for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer report number: 2916596-2021-00272.

Event description:
It was reported the patient underwent a pump exchange on (B)(6) 2021 due to driveline damage, and concern for short to shield occurring.